Event description:
Upon entering the special activation main menu (service diagnostic), under the list of recent fault, the cardiosave intra-aortic balloon pump (iabp) fault 63 appears. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
It was reported that the unit showed fault 63 alert after upgrading software, and was not reproduced after that. The unit does not need any further repair.